Event description:
It was reported that on (B)(6) 2013, the patient¿s pump was refilled with the same drug concentrations. The patient was fine at the office after the refill but developed symptoms, itching, later that day. A ¿couple weeks ago¿ the patient developed diarrhea, nausea and vomiting. The diarrhea has since resolved but the itching, nausea, and vomiting remain. The patient has been treated with benadryl and/or adavan. The pump logs were reviewed on the date of this report but did not show any issues. The drug currently in the pump was to be removed the following day and the pump be filled with a new drug. The old drug was to be sent for analysis. This device system delivered bupivacaine and morphine. Further, the patient was seen on (B)(6) 2013 and the expected residual volume (erv) was 29 milliliters (ml) and the actual residual volume (arv) was 39 ml. The patient was to return the following week for an additional volume check. It was then reported that this pump was filled at implant with 40 ml. At the first refill on (B)(6), the erv was 5.2 ml and the arv was 6.5 ml. At that time the patient was refilled with 40 ml. The patient returned to the clinic on (B)(6) 2013 and the full 40 ml was aspirated from the reservoir. The reporter indicated that the programming was correct and the logs looked normal. The patient had been experiencing withdrawals since her last refill in (b)(46. Reportedly, the patient was to have a revision on (B)(6) 2013 related to her withdrawal symptoms. The logs revealed no issues. Further clarification was provided. Troubleshooting was performed in the operating room on (B)(6) 2013. Attempts were made to aspirate from the catheter itself once it was disconnected from the pump and this was unsuccessful. Attempts were made to also inject drug and this was also unsuccessful. The plan was to replace the catheter. In addition, the pump was programmed at max rate just prior to starting the case and the plan was to visually look at it to ensure it was delivering fluid. Further provided was that the health care provider had disconnected and attempted to aspirate but could not aspirate. An dye study was attempted, although the catheter had drug in it, but the dye could not be injected. The physician took apart the connector and still could not aspirate. The patient had not experienced an increase in pain but rather the itching and nausea. During the procedure the pump was ran at maximum rate and the this confirmed the pump was working and delivered and it was then programmed back to minimum rate mode. No priming was done and pump was left in minimum rate mode. Of note, a new 8709 interface piece was put on the existing system. The physician felt confident an issue would be found in the pocket. However, he did not find anything and he opted to close the patient and discuss the options related to her system since she did not have a return of pain. The physician was going to give the patient the option to discontinue the use of the pump, remove the pump, or replace the pump since her pain level did not return. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information later reported the cause of the event was catheter blockage, an occlusion at the distal segment. The patient symptoms were related to withdrawal from the pump medication due to occlusion of the catheter. The pump was reduced to lowest flow rate. The patient was changed to oral pain medication as the patient was not willing to undergo a catheter replacement at this time. The patient recovered without sequelae.

Event description:
Additional information later reported the catheter replacement was not scheduled as the patient did not experience return of pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8598a lot# serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8 709sc lot# serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8598a lot# serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8709sc lot# serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the catheter was going to be replaced on (B)(6) 2014. It was noted that the patient's managing physician inquired about putting in a new intrathecal catheter as the patient had severe scoliosis and they were concerned that they wouldn't be able to get into the intrathecal catheter in. The patient had been managed with oral medication but they felt their pain was controlled better with the pump medication. It was noted that the pump was infusing "ms 10mg/ml and bupivacaine 40mg/ml at minimum rate." The patient's status at the time of report was "alive-no injury." Additional information received reported that the catheter was occluded in the intrathecal segment. It was reported that on (B)(6) 2014, a priming bolus was done from the pump with the intrathecal segment disconnected and there was excellent flow. The physician was unable to aspirate the spinal segment; the spinal segment was removed and replaced. It was noted that the patient was doing fine immediately post-op. The drug from the pump had been removed and replaced with preservative free normal saline by the patients managing physician prior to the revision surgery.

Event description:
It was reported that the healthcare provider (hcp) felt there was a catheter blockage so they wanted the catheter revised. It was stated that about a year ago the patient had a volume discrepancy and the hcp had said they pulled all of the drug out of the pump. The pump had been "running for a year before the revision, it was min rate." The pump had been programmed to minimum rate because they had a volume discrepancy.